Event description:
The patient presented to the hospital after having an episode of syncope. It was noted that there was no capture on the right ventricular lead and the lead had become dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead with the helix fully extended within specification was returned in one piece. Tests performed indicated normal electrical characteristics. Analysis of the lead revealed no anomalies with the exception of damage consistent with that occurring at the time of explant.